Event description:
It was reported that pump displayed malfunction alarm malf 16 with fault ID 16-0x20e6 and no notable events occurred prior to issue, and details indicated there was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy while waiting for replacement pump, and pump was confirmed to be in warranty and not part of field correction. Technical support arranged shipment of replacement pump, confirmed shipping address, instructed customer to place pump in storage mode before return, advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device, and directed customer to return problematic pump using prepaid label within 10 days, which customer understood and acknowledged.